Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to h4. New information added to the following fields: d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it's likely the reported event was not caused by the olympus product because the image came up by resolving an issue with the provation computer. The customer called into the technical assistance center (tac) and said he has an image on the tower monitor but no image on the test monitor, it is recommended to check the wiring, the customer suspects that it is a problem related to the test computer. During the call, he discovered that it was actually the test computer that was having the problems. The image was present and fine when bypassing the computer. Olympus will continue to monitor field performance for this device.